Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. On (B)(6), 2014 the patient was prescribed oral antibiotics. On (B)(6), 2014 the patient underwent a procedure to excise the excess skin. During the same procedure, a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.